Event description:
Per complaint (B)(4), a patient's healing abutment fused to their dental implant. The event was discovered during clinical procedure. The implant was removed approximately two months after initial placement. No additional adverse patient consequences were reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation.